Event description:
It was reported that there was an infection at the implantable neurostimulator (ins) pocket. It was noted the patient was in the ho spital for one week and then was discharged with IV antibiotics six days prior to the date of this report. At the date of this report the patient was not ¿any better.¿ the patient had an appointment with the healthcare professional (hcp) scheduled. Additional information received reported that the cause of the event was wound infection. It was noted that no surgical intervention occurred. It was further noted that an imaging modality was performed and the results were [illegible] fluid pocket. It was noted that the IV antibiotics were ¿non po.¿ symptoms associated with this event were redness and swelling. Hospitalization was required as result of the event. The patient outcome was a non-serious injury or illness.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The onset of the infection was three weeks postoperative. It was noted the patient did not have meningitis. The primary location of infection was the device pocket. The culture source was the device pocket and the type of organism cultured was (B)(6). Treatment included IV antibiotics and oral antibiotics. The patient outcome was ongoing.

Event description:
Additional information received reported the implantable neurostimulator (ins) out and would like a new ins implanted. The reporter stated they wanted to know if this would be covered and what they would be responsible for. It noted the patient had a staph infection at the ins pocket site since (B)(6) 2013. The reporter stated they had a back fusion the same day the ins was implanted and everything was fine with that as well as with the leads. It was noted the cultures showed a staph and strep infection. The reporter stated they had been doing this with their back since (B)(6) 2012 and they were tired of being at home with ivs. It was noted the patient wanted a new ins implanted because it did help them.

Event description:
Additional information received reported the patient was doing okay since the implantable neurostimulator was removed.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was being explanted the day of this report. It was noted the patient had an infection at the pocket site that started about 10 days after implant. The reporter stated the patient was only having the ins explanted since they were trying to save the lead. It was noted the patient was treated with antibiotics and had a procedure to clean out the pocket site to address the infection. It was further noted the patient's healthcare professional decided to explant the ins. The reporter stated they did not know when the procedure took place to try to clean out the pocket site. It was noted the hcp was hoping to reimplant the patient after the patient heals.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a staph and strep infection. The reporter stated they were scheduled to go into surgery on (B)(6) 2013 and wanted to get a second opinion. It was noted the patient's healthcare professional (hcp) told the patient that if they take the implantable neurostimulator (ins) out, they cannot put the ins back in. It was further noted the patient stated they were told by a manufacturing representative that the ins could be put back in. The reporter stated their hcp wanted to take the ins out and "clip" the leads where there was scar tissue. It was noted the patient got a staph and strep infection and the infectious disease hcp told the patient they ins had to be changed out. The reporter stated that within 10 days after implant they ended up going to the hospital on (B)(6) 2013 and the ins site was swelling and very painful. It was noted the patient had a back fusion with a cadaver disc on (B)(6) 2013. It was further noted the patient had no infection from that surgery and their incisions were healed within two weeks. The reporter stated (B)(6) 2013 was their last surgery where they took the ins out and cleaned the area because the incision was breaking open and leaking fluid. The reporter further stated the skin was very thin at the ins site and the ins was leaking out. It was noted the ins site opened up the day prior to this report and started leaking fluid. The reporter stated their hcp told them that they would clean the pocket out and leave the ins where it was, move the ins to their stomach, or take the ins out completely. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).